Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shock due to hemorrhage and a drop in blood pressure during the implant procedure. It was noted that possible artery damage occurred when the outer sheath was inserted; and then the pacing lead may have penetrated the artery. Hemostasis and compression were performed, however hemorrhaging continued. The artery was sutured and a blood transfusion was required. The lead was attempted / not used. No further patient complications have been reported as a result of this event.